Event description:
A physician reported what appears to be superficial burns to a patient who underwent lightsheer hair removal treatment to the back.

Manufacturer narrative:
Based on the photograghs that were provided to lumenis, it appears that a possible root cause for the injuries is debris on the sapphire tip. Device evaluation by the lumenis service depot is anticipated. A follow-up report will be filed with evaluation results and root cause analysis.